Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose levels of 2.1 mmol/l at time of incident. Customer's current blood glucose is 5.1 mmol/l. The customer was treated for the low blood glucose with apple juice and a dextrose pill and ate with no insulin. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege insulin pump was over delivering. The product will not be returned for analysis.